Event description:
Reportedly the patient developed "all kinds of health issues-including constant pain, physical limitations, and I have to undergo a revision surgery."

Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was pre-operatively diagnosed with l3-4 and l4-5 degenerative disc disease with spondylolisthesis and underwent l3-4 and l4-5 posterior lumbar interbody fusion with hydrosorb interbody cages, bmp, pedicle screw instrumentation with intraoperative fluoroscopy and microscopy in which rhbmp2/acs was implanted. 08 feb 2003: the patient was discharged from the facility.